Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.